Event description:
Clinical reports acetabular cup loosening. Report also notes that patient's trochanter had fractured intraoperatively. Update rec'd 07/17/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient's femoral stem was found to have a weak fixation and in a neutral position. The 3 acetabular screws were found to be loose, and there was a posterior column fracture nonunion as well as a large medical defect that connected with the posterior column fracture and extended out the anterior column. At the time of the trochanteric fracture, a competitor product was implanted. At this time the patient's cup, screws, and stem are being reported. The complaint was updated on: 08/03/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.